Manufacturer narrative:
Quest recieved the subject device and performed the investigation. The results of the investigation confirmed the complaint condition of leaking. The root cause of the leaking was determined to be due to the tubing not being fully inserted into the bond pocket, which resulted in fluid leaking out of the bond pocket. Quest has concluded its investigation of this device. Quest will continue to monitor complaint trends for this condition.

Event description:
It was reported to quest medical of an alleged issue with product code pdtv05f. The report stated that the line was allegedly compromised and fluid leaking was noted. An allegedly low blood glucose level was reported.

Manufacturer narrative:
Quest medical is still pending receipt of the device and additional information. A supplement will be filed upon the completion of this complaint investigation.